Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neur ostimulator (ins) for essential tremor. It was reported that the patient's battery and extension were removed due to issues with the right side extension and battery depletion. No other information was provided.

Event description:
The patient reported that he was having an issue with the left side of his body, the right side implantable neurostimulator (ins). He believed the voltage or pulse width was changing and it was hurting him. He clarified that he was not sure if this was actually what was happening, but he thought this may be causing his problems. He felt like he was getting high doses of electric current, which was making his body seize up and he could not move. It happened as a sudden ¿fluke¿ the day the patient last got programmed by his healthcare provider (hcp), but then had occurred twice since then. This last programming was about a month prior to (B)(6) 2016. He reported no pulling or tugging sensations in his neck and no physical changes the ins site. He had been working with his hcp on the issue. The patient¿s indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.